Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an unknown navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had a narrowing external iliac artery (eia) and common iliac artery calcification. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, while deploying, an incomplete stent opening (iso) was observed. While the ds was temporarily withdrawn, it was found to be frayed. Pre-bav was performed again using a 20mm, non-abbott balloon. A new small flexnav ds was replaced, and the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
An event of material deformation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported material deformation is likely due to patient anatomical conditions (insertion of the device through calcified external iliac and common iliac arteries). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 4008.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had a narrowing external iliac artery (eia) and common iliac artery calcification. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, while deploying, an incomplete stent opening (iso) was observed. While the ds was temporarily withdrawn, it was found to be frayed. Pre-bav was performed again using a 20mm, non-abbott balloon. A new small flexnav ds was replaced, and the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.